Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 30-year-old female patient who had essure (batch no. A73751) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, uti, nausea, vomiting, dysuria, diarrhea and pregnancy (it was reported that patient with 36w4d weeks gestation who is being admitted for uti and her fetal movement: normal.). Concomitant products included oxycodone hydrochloride (roxicodone) from (B)(6)2014 to (B)(6)2015, oxycodone hydrochloride;paracetamol (percocet) from (B)(6)2013 to (B)(6)2015 and sulfamethoxazole;trimethoprim (mortin) from (B)(6)2013 to (B)(6)2015. On (B)(6)2013, the patient had essure inserted. In (B)(6)2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). The patient was treated with surgery (ablation (B)(6)2015) and total laparoscopic hysterectomy with bilateral salpingectomy ¿ robotic). Essure was removed on (B)(6)2014. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: it was reported that we were able to deploy the device with 3 coils being exposed in the uterus on the patients right side. There were 12 coils on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2013: essure device was successfully occluded.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-aug-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('malposition of essure device location of device: uterus'), fallopian tube perforation ('perforation(fallopian tube(s))'), uterine perforation ('uterine perforation') and pregnancy with contraceptive device ('pregnancy birth - no complication') in a 36-year-old female patient who had essure (batch no. 628436) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included irritable bowel syndrome, gallstones and neoplasm. Concomitant products included bifidobacterium bifidum;bifidobacterium lactis;lactobacillus acidophilus;lactobacillus brevis;lactobacillus bulgaricus;lactobacillus casei;lactobacillus paracasei;lactobacillus plantarum;lactobacillus rhamnosus;lactobacillus salivarius (probiotic 10), omeprazole, oral contraceptive nos and polycarbophil calcium (fiber). In (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, the patient experienced abdominal pain lower ("lower abdominal pain"). On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("pelvic pain female") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, fallopian tube perforation, uterine perforation, pelvic pain and pregnancy with contraceptive device outcome was unknown and the abdominal pain lower had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain lower, device expulsion, fallopian tube perforation, pelvic pain, pregnancy with contraceptive device and uterine perforation to be related to essure. The reporter commented: discrepancy noted in essure insertion date - (B)(6) 2009. The plaintiff experience other pregnancy episode with essure which is captured under case (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: physician poked a hole and the dye went into my stomach. One tube was in place, but unsure which one. Physician messed up- poked a hole and the dye went into my stomach. One tube was in place. But unsure which one. Physician was frazzled from messing up and said she had to return to do this again and she said she wouldn't go through that again. Ultrasound scan vagina - on (B)(6) 2008: impression: mild increased echogenicity in the endometrium of the cervix. This requires clinical correlation. It might possibly represent small polyp or hyperplasia of endometrium. No evidence of free fluid. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : lower abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. Reporters information updated. Events: pelvic pain female, pregnancy birth - no complication, device ineffective were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding (menorrhagia)') in a (B)(6) year-old female patient who had essure (batch no. A73751) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, uti, nausea, vomiting, dysuria, diarrhea and pregnancy (it was reported that patient with (B)(6) w4d weeks gestation who is being admitted for uti and her fetal movement: normal.). Concomitant products included oxycodone hydrochloride (roxicodone) from (B)(6) 2014 to (B)(6) 2015, oxycodone hydrochloride; paracetamol (percocet) from (B)(6) 2013 to (B)(6) 2015 and sulfamethoxazole;t rimethoprim (mortin) from (B)(6) 2013 to (B)(6) 2015. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (ablation ((B)(6) 2015) and total laparoscopic hysterectomy with bilateral salpingectomy ¿ robotic). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: it was reported that we were able to deploy the device with 3 coils being exposed in the uterus on the patients right side. There were 12 coils on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 16-aug-2019: reporter, patient demographics, medical history, concomitant drugs, laboratory onset data were added. Updated suspect drug indication and added lot number. On (B)(6) 2013, she implanted essure (previously reported as (B)(6) 2013). On (B)(6) 2014, she explanted essure. Added events abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression and mental anguish, dysmenorrhea (cramping). Updated event physical pain/ pelvic pain (previously reported as physical pain), seriousness criteria as incident, onset date, severity and outcome were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.